Event description:
Report received form an international affiliate of an overdelivery. The report states, "the pump was sent with a primary rate of 200ml/hr and a concurrent rate of 5ml/hr of lasix 100mg/100ml (concentration 1mg/ml). The 100ml lasix bag was empty after 3 hours of infusion with the rate set at 5 ml/hr and the history in the pump stated 16ml had been delivered since the 100ml bag was hung. The medical and nursing staff had to bolus pt additional IV fluids in order to maintain their blood pressure." Though requested, no additional info was provided.